Event description:
On 02/14/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion malfunctioned during use when repairing the meniscus tear. The jaw of the scorpion would not close down in order to pass suture through the meniscus. The patient was not harmed in this event and the surgery was not delayed. This was discovered during an meniscal repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-12990 batch 15149438 was received for evaluation. Visual inspection revealed signs of wear and tear. Functional testing was performed by pressing the finger, and it was noted that the jaw didn't open or close. The deployment mechanism system was broken. The most likely cause of the reported failure is wear and tear on the instrument, which was manufactured in 2023.